Event description:
Customer reported 3 employees received false positive results using the cue covid-19 test for home and over the counter (otc) use. This report is to document the false positive result for individual 3. Individual received a false positive result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 28053a, reader sn (B)(4). Individual tested negative with a sars-cov-2 pcr test on an unknown date. Individual had no symptoms or known exposures. Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were three previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Manufacturer narrative:
A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Technical operations performed retain testing and was unable to reproduce the false positive results. Root cause was undetermined.